Manufacturer narrative:
According to the surgeon, the most likely cause of the event was the "rigidness" of the lens. The delivery device was requested, but was not returned to bausch + lomb. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was removed from the patient's left eye intraoperatively due to a small posterior capsule tear noted after iol insertion. Vitrectomy was performed and another lens of different model was implanted in the sulcus successfully. Patient was prescribed drops for treatment of elevated intraocular pressure (iop) and steroids for inflammation. Please reference MFR#: 1119279-2013-00224 for the intraocular lens.